Manufacturer narrative:
Exemption number e2016032. (B)(4). Name and address for importer site: (B)(4). Summary of investigational findings: based on imaging and information provided the exact reason for the femoral loaded filter to penetrate the sheath cannot be determined and under normal conditions the introducer sheath is strong enough to accomplish the procedure. However, the sheath may kink if excessive force is used to advance it through tortuous anatomy and the filter may be prone to penetrate the wall, if advanced through a kinked sheath. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that it did not perform as intended. Cook medical will continue to monitor for similar events.

Manufacturer narrative:
Exemption number e2016032. William cook europe aps (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi) (importer). Manufacturer ref# (B)(4). A1) unknown as information was not provided. A2) unknown as information was not provided. A4) unknown as information was not provided. D4) catalog #: igtcfs-65-2-uni-celect-pt. G1) name and address for importer site: cook medical incorporated (cmi) 400 daniels way bloomington, in 47404 registration no.: 3005580113. G5) similar to device under 510(k): k121629. (B)(4). Investigation is still in progress. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Description of event according to initial reporter: filter on delivery wire pushed through the side of the delivery sheath during procedure. Dr put the filter into the delivery sheath and then encountered the problem. There was a second cook retrieval device on the shelf so they opened that one and did the procedure routinely without incidence. Patient outcome: the patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.